Event description:
It was reported that the pt believed that the pump had caused his ongoing infection due to a "leak in the pump". The pt had an infection develop around the pump site; the pump was subsequently removed. The pt was being maintained on antibiotics; the infection persisted at the time of the report.